Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2011 and the mesh was implanted. The patient feels pains like burns, razors blades, frequent micturition, painful sexual intercourse and anal pain. She is actually treated with (B)(6). Additional information has been requested.

Manufacturer narrative:
Note: reported additional patient adverse event ¿ ¿ in 2015, the patient experienced mesh erosion and the right arm of strip has been partially removed on (B)(6) 2015 with no effect on the symptoms of pain, dyspareunia, painful crisis with urinary infection and vesical irritative symptomatology leading to 30 micturition per day ¿ - was submitted via 2210968-2019-78570.